Event description:
A patient reported they felt stimulation and there was no trauma or falls related to the issue. The patient stated lately the device had been acting up so they wanted to find a healthcare professional (hcp) in their area to have them look at it. The patient stated they were back to leaking and stuff. The patient stated they had it set up at 2.7 and it was normally at 2.1 and of the four settings the patient could only use 1 and 3, the patient stated only being able to use problems 1 and 3 started in august. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.